Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Initial reporter name and address: fax #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with 3 bd plastipak¿ 20ml syringes the luer was discovered to be broken. The following information was provided by the initial reporter, translated from portuguese to english: according to customer report, the syringes are with package sealed but with luer broken.

Event description:
It was reported that prior to use with 3 bd plastipak¿ 20ml syringes the luer was discovered to be broken. The following information was provided by the initial reporter, translated from portuguese to english: according to customer report, the syringes are with package sealed but with luer broken.

Manufacturer narrative:
Correction h6: investigation summary sample and photo received by our quality for investigation. Upon visual inspection, luer of syringe appears damaged; therefore, the reported incident could be verified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. H3 other text : see h10

Manufacturer narrative:
H.6. Investigation summary: bd can confirm/reproduce the incident in question. Evaluation of samples / photos: the analysis of the sample and photo sent by the customer was performed and it was possible to observe the incident of a damaged syringe (barrel crocked). We performed a batch history analysis, checked the quality notifications and found no potential failure related records. When checking maintenance orders we found the order ((B)(4) -crumb on conveyor belt leading syringes to packer) that could potentially be related to the incident. The cylinder may have tangled on the conveyor belt leading syringes to packer damaging the luer. Corrective actions for the incident have been completed and are formalized.

Event description:
It was reported that prior to use with 3 bd plastipak¿ 20ml syringes the luer was discovered to be broken. The following information was provided by the initial reporter, translated from portuguese to english: according to customer report, the syringes are with package sealed but with luer broken.